Event description:
The facility reported a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23, 2007. Evaluation summary: the reported condition of failure code 812:02 was confirmed in the pump's event history file during product evaluation. This failure code was caused by worn gears in the pump head mechanism. The pump head mechanism was replaced.